Manufacturer narrative:
Evaluation of the battery pack related to this complaint confirmed the reported issue; however, the cause of the depleted battery could not be determined. Troubleshooting of the AED with the customer identified that once the new battery was install and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.